Event description:
A (B)(6) male pt contacted zoll customer support to report that the top of his monitor case had broken apart. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor case separated) has been confirmed. As received, the monitor case was separated and the white wire bundles were damaged. The white wire bundles allow for communication to occur between the belt connection and the monitor as well as communication between the monitor and communication port. The cause of the damaged white wire bundles is the separated case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.